Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire became stuck into the left ventricular (lv) lead. The lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.